Event description:
A caregiver reported that the patient's surestep meter was reading inaccurately low when compared to paramedics and hospital meters. On the day of the event, pt had 79mg/dl, 80mg/dl and 81mg/dl fasting blood glucose readings on the ss meter. Pt was lethargic and paramedics were called. Pt had 279mg/dl blood glucose reading on paramedics meter. Pt was transferred to hospital where patient was admitted. No further information is available. No allegations of harm have been made.